Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) system underwent a revision procedure. The right atrial (ra) lead had exhibited high, out-of-range pacing impedance measurements. The right ventricular (rv) lead had exhibited noise and was suspected to be fractured. After the device was removed and the old leads were extracted, new ra and rv leads were implanted. Then the patient went into cardiac shock. Cardiopulmonary resuscitation (CPR) was performed, without success, and the patient was pronounced deceased. Transthoracic echocardiography (tte) and transesophageal echocardiography (tee) found no evidence of hemorrhage or perforation. The explanted products were returned for laboratory analysis. The reported cause of death was listed as pulmonary embolism or myocardial infarction.

Manufacturer narrative:
The explanted device was received and is undergoing laboratory analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The header was firmly attached, the setscrews moved freely, and the seal plugs were intact. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The explanted device was received and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) system underwent a revision procedure. The right atrial (ra) lead had exhibited high, out-of-range pacing impedance measurements. The right ventricular (rv) lead had exhibited noise and was suspected to be fractured. After the device was removed and the old leads were extracted, new ra and rv leads were implanted. Then the patient went into cardiac shock. Cardiopulmonary resuscitation (CPR) was performed, without success, and the patient was pronounced deceased. Transthoracic echocardiography (tte) and transesophageal echocardiography (tee) found no evidence of hemorrhage or perforation. The explanted products were returned for laboratory analysis.